Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the olympus sales representative reported when the endoscope was plugged in a error occurred b30 or e216 (scope communication error). The olympus sales representative reported a return to the customer will be made to make sure the error disappeared. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a b30 (scope communication error) on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was resolved through troubleshooting. Error b30 indicates communication failure between the camera head and processor. Using another cv-190 also triggers the error; the phenomenon may be attributed to contacts at the connector or wiring. Olympus will continue to monitor field performance for this device.